Event description:
It was reported that during an avnrt case an av block was noticed on the recording system. The injury was discovered when the distal measurement changed to 11.8 millimeters. The av block was confirmed using the recording system. A temporary pacemaker was put in place. The patient is reported to be in stable condition.

Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions (sss) for evaluation. Visual inspection of the returned device showed no physical damage. The device was submitted to inline testing and met all inspection and test criteria. A review of the device history record indicates the device met all inspection and test criteria prior to release. The most likely root causes for the reported event are user error, connection error, or ancillary equipment error. The reported event will continued to be monitored through post-market surveillance. The instructions for use (IFU) states: "avoid manual pre-bending of distal curve, as this may damage steering mechanism of steerable catheters. Handle catheter with care to avoid improper electrical functioning." "Avoid excessive contact of handpiece with fluids, as this could adversely affect the electrical performance of the catheter."

Event description:
It was reported that during an avnrt case an av block was noticed on the recording system. The injury was discovered when the distal measurement changed to 11.8 millimeters. The av block was confirmed using the recording system. A temporary pacemaker was put in place. The patient is reported to be in stable condition.

Manufacturer narrative:
A supplemental will be filed, once the investigation is complete.